Manufacturer narrative:
Analysis received the unit with intermittent button response due to a corroded keypad traces. There was no ramping numbers or scroll bar moving on its own noted. The unit passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 127 mg/dl at the time of incident. The insulin pump will be returned for analysis.